Manufacturer narrative:
(B)(4). Batch # p57y7w. Investigation summary: the analysis results showed that one gst60b cartridge reload was received sterile and with several drivers loose, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from right proximal side. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, a distributor found that a staple guide of the cartridge had come off before the package was opened. The cartridge was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.